Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturing representative (rep) reported a power-on-reset (por). The patient had traveled in the last few weeks and could have triggered the por with the airport screeners because he was forced to go through them. The por code was found on the 8840. The por was cleared before the phone call and the patient was receiving adequate therapy. The stimulation has been restored and functional.